Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery - a patient last night received over delivery from a sapphire mt pump. That patient was unresponsive. The rapid response team gave narcan. The bag of the pca is empty which has a dilaudid 20mg in 100ml, it supposed to have a lot of fluid there. Gave the narcan and they resuscitate the patient. The patient now is okay. Drug delivered: dilaudid patient involvement: yes. Human harm: yes. Medical intervention needed: yes."

Manufacturer narrative:
B.6 time lines: late submission- discussed with the FDA over a phone call on the (B)(6)2020. G.1 distributor information: hospira inc. Us service center (B)(4). Exemption number,(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: delivery issue.